Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was break and still located in the body. The customer¿s blood glucose was unknown. Customer stated that sensor signal not found. Customer stated that had to replace the sensor lost sensor last only one day due to lost of connection. The insulin pump will not be returned for analysis.